Event description:
A customer observed biased tsh quality control results and falsely elevated total beta-hcg pt results. Biased and elevated results may lead to inapproprate physician action. There was no report of pt harm as a result of this event.